Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2019, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2014 by dr. (B)(6) at (B)(6) medical center in (B)(6). The patient had a scheduled retrieval procedure on or about (B)(6) 2018 by dr. (B)(6) at (B)(6) hospital in (B)(6); it is unclear whether the filter was retrieved. The complaint alleges multiple retrieval surgeries and complex ivc filter retrieval and ivc and bilateral iliac recanalization, venoplasty, and stenting for retained ivc filter with severe ivc and bilateral iliac stenosis. Argon¿s attorneys are attempting to gather additional information.